Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(6)2019. It was reported the patient's weight was not known. The cause of the issue was not determined. The patient was programmed and avoided contacts 3 <(>&<)> 8. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported a settings not available message was observed. The patient was getting out of regulation (oor) at 7. 7ma. The caller also stated that the patient¿s recharging interval was 2 days. It was recommended to decrease the rate from 1000 to 600hz. The patient was programmed 5-7-12+15-, with 200pw, 1000hz. After reprogramming patient was able to go up over 10ma and recharge interval was 0.8 days. Impedance check did show issue with bipole 3 & 8 as avoid. The patient was able to adjust intensity. The manufacturer representative (rep) wanted to know why intensity limit is grayed out, but this is due to adaptive stim being active. No patient symptoms were reported. No further complications were reported/anticipated.